Event description:
It was reported that a multilayer bag set had a fiber in the middle chamber of the bag. The step of setup or therapy during which this was noticed was not specified, but it was before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a tiny particle in the middle chamber. The reported condition was confirmed. The cause of the condition was not determined. To address this condition, the supplier of the bag has been notified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.